Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. A batch review was performed, and no issues were detected during the manufacturing of lots gd892547, gd892380 and gd892216.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, further information was received from the nurse, who medically confirmed the case. On an unknown date during hospitalization, the patient's pd catheter was pulled and dianeal and extraneal therapies were withdrawn. On (B)(6) 2012 (previously reported as (B)(6) 2012), the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin ip and cefepime ip. The nurse believed the cause of peritonitis may have been touch contamination but could not confirm. The patient was re-trained on aseptic technique. On (B)(6) 2012 (previously reported as (B)(6) 2012), the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-hospitalized for the peritonitis. Treatment was unknown. The patient remained hospitalized. At the time of this report the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not turn on the air conditioning to cool off before dialysis which led to peritonitis. On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date the patient recovered from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.